Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) and fluoroscopy imaging. Versacross connect transseptal access system (vcc) was selected for use. Femoral venous access was obtained. A watchman trusteer access system (was) was advanced and a vcc radiofrequency (rf) wire was floated into the superior vena cava (svc) then attempted to drop down onto fossa. Tee imaging team had the septal view x-planed in a bicaval and short-axis view. A "great tent" on the septum was unable to be achieved in either tee view. The vcc rf wire was floated back into the svc multiple times with drop down reattempted. The was removed from the body and reshaped, however on fluoroscopy, when seeming like it should have been on the septum, the curve looked like it was pointed towards the atrium. Physician was able to get visible tenting on the septum in the ap view and proceeded with applying rf energy to attempt transseptal puncture (tsp). Vcc rf wire was unable to be advanced into left atrium (la). The was removed and replaced for a watchman fxd double curve access system (fxd), which was used to reattempt tsp. Second transeptal attempt was successful (inferior/mid-anterior in location). Vcc rf wire landed straight into laa, was moved to left upper pulmonary vein (lupv) and the fxd was exchanged for the was once again. Heparin given prior to crossing and the activated clotting time (act) was 411 seconds. When exchanging for sheaths, fluid in the laa was noted. Effusion sweep with minor pe was noted. Case continued, and a 31mm watchman closure device was deployed once and subsequently implanted after meeting release criteria. Protamine was given, 159 seconds act repeated and resulted at 154 seconds. The patients baseline platelets were 71, so the physicians administered one (1) unit of platelets. The pe was continued to be monitored on tee while patient remained on the table. It was confirmed that effusion and aortic root hematoma had stabilized. The patient was extubated, and the procedure was concluded. The physicians plan for follow up computed tomography (CT) scan and a 2-3-day hospital admission. In the physician's opinion, the was made it harder to get onto the septum and caused less of a tent than expected. It was further reported there was not a pe noted at the start of the procedure. The minor pe that was noted as around the ventricles of the heart and within the laa space, and the cause remains unknown. The physicians believe that the vcc radiofrequency (rf) wire may have perforated the aortic root on the first failed tsp attempt. No sheath or dilator was advanced in the first rf attempt, the vcc rf wire was pulled back and placed back in the svc for drag down onto the fossa. The patient was discharged six (6) days post index procedure.

Manufacturer narrative:
B5: information added. H6 patient code added: cardiac perforation.

Manufacturer narrative:
Medical media was provided to bsc. The provided medical media is related to cardiac trauma and does not appear to depict any unrelated device or user related allegations. No further review is required by either bsc medical safety or watchman medical media subject matter experts.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) and fluoroscopy imaging. Versacross connect transseptal access system (vcc) was selected for use. Femoral venous access was obtained. A watchman trusteer access system (was) was advanced and a vcc radiofrequency (rf) wire was floated into the superior vena cava (svc) then attempted to drop down onto fossa. Tee imaging team had the septal view x-planed in a bicaval and short-axis view. A "great tent" on the septum was unable to be achieved in either tee view. The vcc rf wire was floated back into the svc multiple times with drop down reattempted. The was removed from the body and reshaped, however on fluoroscopy, when seeming like it should have been on the septum, the curve looked like it was pointed towards the atrium. Physician was able to get visible tenting on the septum in the ap view and proceeded with applying rf energy to attempt transseptal puncture (tsp). Vcc rf wire was unable to be advanced into left atrium (la). The was removed and replaced for a watchman fxd double curve access system (fxd), which was used to reattempt tsp. Second transeptal attempt was successful (inferior/mid-anterior in location). Vcc rf wire landed straight into laa, was moved to left upper pulmonary vein (lupv) and the fxd was exchanged for the was once again. Heparin given prior to crossing and the activated clotting time (act) was 411 seconds. When exchanging for sheaths, fluid in the laa was noted. Effusion sweep with minor pe was noted. Case continued, and a 31mm watchman closure device was deployed once and subsequently implanted after meeting release criteria. Protamine was given, 159 seconds act repeated and resulted at 154 seconds. The patients baseline platelets were 71, so the physicians administered one (1) unit of platelets. The pe was continued to be monitored on tee while patient remained on the table. It was confirmed that effusion and aortic root hematoma had stabilized. The patient was extubated, and the procedure was concluded. The physicians plan for follow up computed tomography (CT) scan and a 2-3-day hospital admission. In the physician's opinion, the was made it harder to get onto the septum and caused less of a tent than expected. It was further reported there was not a pe noted at the start of the procedure. The minor pe that was noted as around the ventricles of the heart and within the laa space, and the cause remains unknown. The physicians believe that the vcc radiofrequency (rf) wire may have perforated the aortic root on the first failed tsp attempt. No sheath or dilator was advanced in the first rf attempt, the vcc rf wire was pulled back and placed back in the svc for drag down onto the fossa. The patient was discharged six (6) days post index procedure.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) and fluoroscopy imaging. Versacross connect transseptal access system (vcc) was selected for use. Femoral venous access was obtained. A watchman trusteer access system (was) was advanced and a vcc radiofrequency (rf) wire was floated into the superior vena cava (svc) then attempted to drop down onto fossa. Tee imaging team had the septal view x-planed in a bicaval and short-axis view. A "great tent" on the septum was unable to be achieved in either tee view. The vcc rf wire was floated back into the svc multiple times with drop down reattempted. The was was removed from the body and reshaped, however on fluoroscopy, when seeming like it should have been on the septum, the curve looked like it was pointed towards the atrium. Physician was able to get visible tenting on the septum in the ap view and proceeded with applying rf energy to attempt transseptal puncture (tsp). Vcc rf wire was unable to be advanced into left atrium (la). The was was removed and replaced for a watchman fxd double curve access system (fxd), which was used to reattempt tsp. Second transeptal attempt was successful (inferior/mid-anterior in location). Vcc rf wire landed straight into laa, was moved to left upper pulmonary vein (lupv) and the fxd was exchanged for the was once again. Heparin given prior to crossing and the activated clotting time (act) was 411 seconds. When exchanging for sheaths, fluid in the laa was noted. Effusion sweep with minor pe was noted. Case continued, and a 31mm watchman closure device was deployed once and subsequently implanted after meeting release criteria. Protamine was given, 159 seconds act repeated and resulted at 154 seconds. The patients baseline platelets were 71, so the physicians administered one (1) unit of platelets. The pe was continued to be monitored on tee while patient remained on the table. It was confirmed that effusion and aortic root hematoma had stabilized. The patient was extubated, and the procedure was concluded. The physicians plan for follow up computed tomography (CT) scan and a 2-3-day hospital admission. In the physician's opinion, the was made it harder to get onto the septum and caused less of a tent than expected.